Manufacturer narrative:
The customer's report that the PICC line was obstructed was not confirmed. Visual inspection showed no anomalies. Pressure testing showed no anomalies. The root cause of the customer's report could not be confirmed.

Event description:
The reported feedback suggests PICC line is obstructed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests PICC line is obstructed from the reported information there are no indications of serious injury to the patient or user as a result of this incident.